Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, scratches on the distal edge, debris under the cover glass, cut on the light guide cable, loose light guide adapter, cracks on the side of the video connector. Based on the results of the investigation, it is likely the following led to the malfunction: light cable adaptor ring missing" due to device migration. A definitive root cause could not be identified. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope's light cable adaptor ring is missing. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope's light cable adaptor ring is missing. The issue occurred during reprocessing. There was no patient involvement.